Manufacturer narrative:
Immucor technical support used remote electronic method to assess images of test wells on instrument on (B)(6) 2014. Immucor field service engineer visited customer site to assess instrument on (B)(6) 2014.

Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument.